Event description:
Time will not synchronise. No patient involvement.

Manufacturer narrative:
The cause of the failure of the clock to synchronise was caused by a detached component that controls the real time clock. There was evidence on the device that it had sustained an impact which may have caused the detachment. This had no impact on the device's ability to deliver therapy.

Event description:
Time will not synchronise. No patient involvement.